Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, itchy, and sometimes open and wet under the left arm and left te pad on back. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed decoderm tri for the rash. Follow up indicated that the rash improved.